Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5287888, medical device expiration date: 10/31/2017, device manufacture date: 10/14/2015. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had issues with the vacuums. No serious injury or medical intervention reported.